Manufacturer narrative:
The device was returned to the manufacturer for evaluation. During evaluation the customers complaint was confirmed by operational checking that white particulate matter spewed out from the air outlet port. When checking on the inside of the device, it was confirmed that the white particulate matter adhered to the airflow delivery route. The white particulate matter is considered to be the substance crystallized within the airflow delivery route consisting of mineral components and/or limescale in tap water used in a room humidifier or of liquid chemical components used in a nebulizer, and it is considered that the crystallized particulate matter delaminated and spewed out from the air outlet port. It is confirmed that there is no issue with the device itself and that there is no evidence of degradation or decomposing of sound abatement foam. The repair/maintenance was not performed, and the unit will be scrapped for lease being up.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging visualization of white powder particles in ventilator. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.